Event description:
Customer reported the unicel dxc 800 synchron system had erroneous low results on direct hdl cholesterol (hdld) and cholesterol (chol). Customer also reported having "cuvette not dry before first reagent dispense" errors. Customer reported that results had been reported out of the lab. Results were amended. No patient treatment was affected. Beckman coulter hotline support assisted customer to troubleshoot. Customer then discovered a small leak from the reagent probe tubing due to a small puncture or cut. The leak was contained to under the reagent probe. Hotline support advised customer to don ppe prior to troubleshoot but customer's ppe was unknown.

Manufacturer narrative:
A field service engineer (fse) was dispatched to evaluate the instrument. Fse confirmed the leak leading to the "cuvette not dry before first reagent dispense" errors and erroneous hdld and chol results were due to the damaged tubing on reagent probe a. Fse replaced the tubing then the leak and "cuvette not dry before first reagent dispense" errors were resolved.